Manufacturer narrative:
Per the manufacturer's sales associate, the tubing that goes into the cardioplegia set was the incorrect size, but the user facility was still concerned about the occlusion on the roller pump possibly being a factor in incorrectly giving cardioplegia.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump occlusion was not setting correctly. The surgical procedure was completed successfully. There was over 40 cubic centimeters (cc) of blood loss. There was no delay, nor adverse consequences to the patient.